Manufacturer narrative:
One device was received for evaluation. The complaint was verified by visual inspection and functional testing. Filled water tank, attached disposable temperature check, plugged device into outlet and turned it on. The liquid crystal display (lcd) had liquid crystal bleed and the lever arm on microswitch was bent. The root cause was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the display screen on the inside is "messed up", and it is leaking at the connection. Discovered during routine inspection. No patient involvement was reported.